Manufacturer narrative:
D4 - the UDI number is not required for this product. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the actual sample was in the state of being combined with a competitor's catheter. The actual sample was removed from the competitor's catheter. Visual inspection found that the urethane outer layer of the returned device had been sheared off the wire on approximately 50 mm -117mm from the distal end of the device, exposing the core wire. Magnifying inspection of the urethane outer layer sheared segment obtained the following findings. On approximately 50mm - 73mm from the distal end of the device, the urethane outer layer had been torn and the core wire was exposed. There was no missing portion on the urethane outer layer. On approximately 73mm - 80mm, the half circumferential portion of the urethane outer layer was missing. The end of the separated urethane outer layer at approximately 80mm from the distal end of the device had a ripped shape. On approximately 73mm - 80mm the urethane outer layer was completely missing, with the core wire being completely exposed. The end of the separated urethane outer layer at approximately 117mm from the distal end of the device had a ripped shape. From these findings, it is likely that a piece of the urethane outer layer approximately 44mm in length was left in the patient's body. The outside diameter on the undamaged segment was confirmed to meet manufacturing specifications. Visual inspection of the competitor's catheter did not reveal any anomalies along the total length of the device. Magnifying inspection of the surface and the lumen did not reveal any anomalies. The inside diameter was confirmed to be larger than the outside diameter of the actual sample. A review of the manufacturing and shipping inspection records of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, due to some factor(s), the actual sample became stuck in the catheter used in combination with it. In this state, it was subjected to repetitive pushing and pulling manipulations resulting in the generation of a tear and ripping of the urethane outer layer. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer on the glidewire device during a procedure. Follow up communication with the user facility confirmed the following information: the event occurred during placement of an abdomen stent graft; the actual sample was used until the stent placement was completed; when the customer withdrew the balloon which had been placed near the stent, some resistance was felt; subsequently, some resistance was felt again upon withdrawal; the actual guide wire sample was checked outside the body, exposure of the core wire at approximately 5cm from the distal end of the device was noticed; under fluoroscopy a piece moving to the pulsation rhythm was found near the stent; attempts to retrieve the separated piece with a snare was unsuccessful; and the separated piece remained in the patient's body.